Event description:
Details: I was under the impression that I had purchased botox, but was later told I that received, and was injected with a non-approved FDA botox. After having the injections, I experienced some concerns with the injections. I spoke with the clinic/office manager and she informed me the reason I was having issues as well as still experiencing movement was because I was injected with a non-approved FDA botox. I told her I had purchased botox, and expected botox. I even mentioned ¿that¿s what your clinic advertises¿. I said that I did not even know that you could receive something other than botox. She proceeded to tell me that I was the one that checked the box, and I was the one that chose it. I requested to see the paperwork that supported her allegations. In addition, I told her that I would have never chosen something other than botox. I did not even know there were options. I reiterated that I paid for botox, and expected botox. I have no idea what I was injected with? I can provide more details (if needed) because I filed a fraud complaint and supplied them with information to support my claims. The department did their own investigation, and ruled in my favor regarding the fraud claims. I recently requested the information they collected and used to determine their decision to use as evidence to support my claims ¿ if needed. I also have correspondence, and pictures that can support my claims. I am paraphrasing to the best of my ability, but I can provide a copy of a complaint that I filed with a fraud division shortly after this occurred. Moreover, I have had enough botox and juvederm treatments to know something was not right with the injections. I did experience side-effects with both the products I was injected with. I initially contributed the botox side-effects to the amount of units I was given, but after learning I was not injected with botox, I now contribute the side-effects to the unknown product I was given. The same goes for the unknown juvederm-like product. Iunfortunately, I do not know the name of the product I was injected with. I was just told it was as a non-approved FDA product. I was shocked, upset and very confused by what I had heard. I do not know if the product was counterfeit, unapproved, or a diluted product? I just know something was really wrong. In addition, I have never had any problems with botox or juvederm in the past. In fact, I was a loyal customer until then. I have had enough experience to compare past procedures, and recognize that something was not right with the products I was injected with. Because of the results and side effects that I had experienced, I am still very concerned that I do not know what product I was injected with. I want to file a complaint to make sure that this does not happen to someone else, and there is a record of it. Thank you for your time and consideration regarding this matter. I am not sure if this is supposed to be an anonymous complaint or not. However, I can provide additional information per request. Sent from my iphone; I was referred by a supervisor (forgot his name) from the FDA phone number (240) 276 - 9695, to reach out to this e-mail address to make a complaint. After initially making a complaint with the clinic manager, I was told that I had received non-approved botox injections. I can provide a lot more information regarding the incident, but I want to make sure this is the proper channel to make a formal complaint.